Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4706 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red hub from the red lumen of a triple lumen PICC line was found in the patient¿s bed this morning. PICC line was removed and tossed in garbage.